Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200687 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 3 staplers jammed. They were impossible to use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the staples still would not fire successfully. The stapler was disassembled, and the shuttle and remaining staples were removed. No defects or anomalies were observed with the device. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site to address this issue in a nonconformance. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the corrective actions established to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that 3 staplers jammed. They were impossible to use.